Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 5/1/2015 - ppd received. Part/lot information updated. The information received does not change the MDR decision.this complaint was updated on 05/26/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.(B)(4)

Event description:
Bilateral pt. Litigation papers allege pt suffered the following personal and economic injuries: past medical expenses, future medical expenses, past lost wages, future lost wages, past and future conscious pain and suffering, physical injury, bodily impairment, mental anguish, emotional distress and loss of enjoyment of life. Pt has not yet scheduled an explantation of either asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
9/22/15 medical records received. After review of the medical records for MDR reportability, a revision operative note indicated metal staining. There is no new additional information that would affect the existing investigation. The complaint was updated on:10/19/2015.